Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open right hemicolectomy procedure, the device as being used with a new cartridge in the device; when the device was fired it cut without delivering and staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was disposed of.